Event description:
Additional information received further reported that the patient experienced right moderate hydronephrosis. The physician stated the right ureteral obstruction could be from kinking/compression due to prolapse repair.

Manufacturer narrative:
H6 code e2402 applied to capture "hydronephrosis."

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced severe pain with daily activities an intercourse, discharge and multiple corrective surgeries, urinary incontinence, physical deformity and the loss of the ability to perform sexually. Subsequently, a procedure was performed for the removal of transvaginal mesh and suburethral sling due to sepsis, under general anesthesia. Documented that there was no evidence of any vaginal infection during the operation.